Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the main seal of the device was protruding from the case; it was replaced as a preventive measure. It was also noted that the hanger assembly was broken, the output connector assembly was broken, and both display wires were pinched with compromise to the white wire. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) originally returned due to improper use subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.